Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated device. The customer's reported symptom of under infusion, was unable to be reproduced. Review of the history log shows multiple oxytocin infusions on (B)(6) 2013. The customer did not provide the time or rate of the infusion which prevents confirmation through review of the device history log. The unit passed flow rate test per pm procedure and was found to deliver within design specification.

Event description:
It was reported that an infusion of oxytocin did not infuse when intended. The pump was running and indicated that the infusion was being delivered. Any patient involvement, injury, or medical intervention is unknown.